Manufacturer narrative:
(B)(4). D10: femur trabecular metal, #item 42502206602, #lot 66896675. Therapy date: (B)(6) 2026. G2: foreign report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the tibial component loosened following a patient fall. Subsequently, the patient underwent a knee revision in which the tibial component was explanted approximately 10 months post-implantation. Attempts have been made and no further information has been provided.